Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed, and the issue was confirmed using log reviews, which recorded errors m-11, c-34, m-18 and c-54. Upon visual inspection, an issue was identified that may related to the reported event. During testing, the erbe unit displayed error code c-54 upon startup, and a review of the erbe log showed error c-00. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-54, c-57 and c-00 occurred on erbe integrated electrosurgical unit (iesu). The customer power cycled multiple times before contacting the tse, but the issue was not resolved. The tse had the customer check power connection and use another power outlet, but the issue persisted. Since the customer did not have a backup iesu, the customer elected to swap out the vision side cart (vsc) to complete the procedure. There was no reported injury.